Event description:
Pi-cardia shortcut transcatheter leaflet splitting device broke the wire it was advanced on and rendered it unusable. The wire unraveled within the device requiring removal of the device and successful use of a new second device.